Event description:
It was reported that on the first day of ilet use, a minor patient experienced prolonged hyperglycemia after a meal, with cgm alerts above 400 mg/dl and a fingerstick reading greater than 500 mg/dl, during the device¿s initial learning phase; the caregiver later noted downward trending glucose, and no back-up therapy or professional intervention was used. Symptoms included hyperglycemia with an initial report of trace ketones that later tested negative, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization and caregiver monitoring at home. Investigation included user support troubleshooting and education regarding the learning phase and guidance to change supplies if glucose failed to trend down. Investigation of this case revealed no reported device alarms or malfunctions and no device component issue identified, with hyperglycemia of unclear cause in the setting of initiation and a recent large meal. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.